Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed software error after battery change. The customer's mother also reported that the insulin pump was saying no insulin even there was insulin. The customer's blood glucose was 242 mg/dl at the time of incident. The customer's mother performed self test and the insulin pump passed. The customer's mother mentioned that there was no power alarm in the alarm history. The insulin pump will not be returned for analysis.